Event description:
Home pt (hp) reported feeling full, as if hp was overfilled, while using the homechoice cycler for apd therapy. The hp reported hp typically has 2000mls in hp's peritoneum at the start of the apd therapy, however, on 8/6/00 hp performed a manual exchange during the day and filled with 2500mls of fluid. Approximately one hour after performing the manual exchange the hp started hp's apd therapy with the homechoice cycler. The homechoice cycler continued therapy, advancing through the initial drain and fill, delivering the programmed fill volume of 2500mls of fluid. Therapy continued into the dwell phase when the hp felt full and initiated a manual drain, removing 3402mls of fluid. Review of the hp's program parameters on the homechoice cycler revealed the initial drain alarm setpoint was programmed for 900mls. Follow up with the hp's healthcare professional (hcp) reveals the hp was not prescribed a manual exchange during the day as part of his normal therapy. Hcp also feels that the initial drain alarm setpoint on the homechoice cycler was programmed too low. Hcp relates that hcp does not feel that any machine failure or malfunction had occurred. Hcp states hcp feels that incident is attributable to the hp performing a manual exchange during the day and starting hp's apd therapy with a higher volume of fluid in hp's peritoneum than normal, combined with the initial drain alarm setpoint being programmed too low. Hcp relates there was no pt injury or medical intervention.